Event description:
It was reported the thunderbeat surgical instrument's jaw melted and carbonised the insulation on the scissors during an unspecified procedure. The thunderbeat had to be replaced with a similar backup device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:b5, d8, h2, h3, h6, h7, h9 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. The pad was peeling off. Based on the results of the investigation, the event is attributed to stress related issues, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the thunderbeat surgical instrument's jaw melted and carbonised the insulation on the scissors during a therapeutic laparoscopic tubular segment resection of the rectosigmoid junction. The thunderbeat had to be replaced with a similar backup device. There was no patient injury or medical intervention associated with this event.